Event description:
It was reported that when the programmer was powered on, an error message was displayed. The clinicians would cycle the power, and the error cleared, but it then became more frequent to the point where cycling the power had no affect. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).